Event description:
It was reported that during a procedure, the staples were malformed and incomplete. A second device with a blue reload was pulled to complete the case. There were no patient consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.